Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. H6: event problem and evaluation codes - correction. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped without an error message. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.